Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery with the product in question, but the ideal screw length did not exist. The surgeon used a low-profile locking screw for distal lateralization of the tna. The measurement was 25 mm, but because the size variation starts at 28 mm, the surgeon was forced to use 28 mm. The screw protrusion was noticeable, although the surgeon did not say anything about it since he had been informed about the size variation beforehand. The surgeon commented that the discharged screw had no adverse effect on the soft tissues. No further information is available. This report involves one low prof lckng screw f/im nail ø 5.0mm / l 28mm / xl25/ ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: hsb, jds. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.